Manufacturer narrative:
An event of st elevation was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications . Although no air embolus was observed, it is important to note that abbott has identified air embolism as a potential illness or injury. Customers have reported air emboli having resulted in transient st segment elevation resolving spontaneously and, less commonly, hemodynamic instability requiring medical intervention. The CAPA (action 132620) investigation has confirmed that the asds integrated hemostasis valve design and procedural use allow for air to ingress when optimal air management techniques are not adhered to by physicians. As a result of this finding, abbott is performing further investigation to monitor this issue.na.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer steerable delivery sheath. The patient was under general anesthesia during the procedure. A continuous flush was attached to the side port of the delivery sheath. When the delivery sheath was introduced to the patient and after the guidewire was removed, the patient noted to have st segment elevation. There was no excessive resistance or difficulty noticed when the delivery system was introduced to the patient. The st elevation resolved without intervention after a few minutes, and the procedure was continued. No air embolus was observed in the patient. St elevation was noted again after the amulet occluder was inserted through the delivery sheath. There was no excessive resistance or difficulty noticed when the device was passed through the delivery sheath. No aspiration was done on the delivery sheath. The patient's vital signs were stable, and the st elevations resolved again without intervention. The amulet occluder was implanted successfully. There was no clinically significant delay in the procedure. The patient was reported as stable and discharged. No additional information was provided.